Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the article "management of menstrual bleeding complications in female vad patients" that there was reproductive-related bleeding complications that occurred in a reproductive-aged female who had a heartmate 3 lvad. The patient had fulminant myocarditis. The patient was implanted with a heartmate 3, which allowed them to relax their anticoagulant therapy and discontinue pseudomenopausal therapy. The patient was discharged after implant. One year later, bilateral ovarian bleeding occurred and developed into a large amount of intra-abdominal bleeding along with severe anemia, so ovariectomy and embolization were considered, but hemostasis was obtained in accordance to the menstrual cycle. The patient resumed pseudomenopausal therapy, but is currently under consideration for discontinuing pseudomenopausal therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported bleeding could not be conclusively established through this evaluation. The purpose of this study was to understand the management measures needed for a reproductive-age woman with an implantable vad for severe heart failure that suffers from genital tract-related hemorrhagic complications. The study concluded that although the recurrence of female genital-related hemorrhagic complications that occurred with the menstrual cycle was temporarily prevented by the pseudo menopausal therapy, the long-term treatment should be avoided, because side effects such as osteoporosis are uncertain. In addition, the effect of warfarin on the menstrual cycle is also unclear. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jun2019. Heartmate 3 (instructions for use) IFU and heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.